Manufacturer narrative:
Investigation could not be conducted as no lot number is known and no product was retruned. Section f was completed by distributor. Code #1156-labeled. Company attempted to obtain product identification for the subject medwatch report. Co could not obtain a catalog number and therefore a baseline report could not be filed.

Event description:
Plastic component separated from metal component. Device was removed and replaced.